Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. The device did not return; therefore, product analysis could not be performed. Based on the investigation the events of "atrial fibrillation" and "bradycardia" were unable to be confirmed. Risk review: a risk review performed for the farawave device confirmed that the events of atrial fibrillation and bradycardia are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Labeling review: the instructions for use were reviewed, and it did not reveal any evidence of device off-label use or failure to follow instructions. The IFU contemplate the adverse events related to "arrhythmia". There is no evidence that any updates to the document are required at this time. Device history record review: after performing a device history record review for the found lots, it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The known inherent risk of device cause code was selected based on the information provided within the event description. Atrial fibrillation and bradycardia are considered within the risk threshold of arrhythmia. Arrhythmia (new or exacerbated) is an expected procedural complication addressed within the IFU for the farawave catheter. There were no allegations of a device deficiency contributing to the reported adverse event, and the device has not been returned to bsc for analysis at this time.

Event description:
During the ablation procedure, a farawave catheter was used. After the atrial fibrillation ablation, the patient required direct current cardioversion to restore sinus rhythm from atrial fibrillation. Following cardioversion, the patient developed sinus bradycardia. The operator administered isoproterenol and admitted the patient for monitoring. The device will not be returned as it was disposed of.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
During the ablation procedure, a farawave catheter was used. After the atrial fibrillation ablation, the patient required direct current cardioversion to restore sinus rhythm from atrial fibrillation. Following cardioversion, the patient developed sinus bradycardia. The operator administered isoproterenol and admitted the patient for monitoring. The device will not be returned as it was disposed of.